Manufacturer narrative:
When this lead is analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds post procedure but prior to discharge, root cause is unknown as x-ray test confirmed the lead was still in place. The lead was repositioned but still exhibited high thresholds, even with no problems seen with the helix. This lead was finally explanted, replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Initial: when this lead is analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds post procedure but prior to discharge, root cause is unknown as x-ray test confirmed the lead was still in place. The lead was repositioned but still exhibited high thresholds, even with no problems seen with the helix. This lead was finally explanted, replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.